Manufacturer narrative:
The insulin pump was received with cracked battery tube threads, broken reservoir tube lip and missing reservoir tube o-ring. The test reservoir does not lock properly inside the reservoir tube. (B)(4).

Event description:
The customer reported via phone call of damage from the insulin pump. The customer's blood glucose reading was 89 mg/dl. The customer stated that the pump broke off with the reservoir in place. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump. Customer will return the pump for analysis.